Event description:
On (B)(6) 2012, pt reported the cartridges have leaked insulin into the cartridge compartment of the infusion device two times in the past few weeks. The infusion device is worn in a case in his pocket or on a belt buckle. He discovered the leak when he glanced at the cartridge. He uses a competitor's infusion set and believes the leak originated near the plunger of the cartridge. He was able to dry the small amount of insulin out of the cartridge compartment with a q-tip. The cartridges and adapter were replaced and requested for eval. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.